Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she got her new pump and needed it to be linked to her meter. The customer stated that the pump told her to enter the letter "g" on the ID. The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer declined to troubleshoot for high blood glucose readings.